Manufacturer narrative:
Unopened product from the same lot as the complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an eye care provider (ecp) via a product return form on 2/27/2017, red eye and iritis were experienced in association with the consumer's first use of the complaint product. No additional information was provided at the time of this report. Additional information has been requested, but not yet received.